Event description:
It was reported that an ilet user experienced loss of automated insulin dosing after a supply change, with the ilet displaying a dosing stopped alert and the continuous glucose monitor (cgm) showing a pairing failed alert; a new sensor was subsequently started and entered warmup, and a fingerstick glucose of 390 mg/dl was reported, consistent with hyperglycemia. Symptoms included hyperglycemia accompanied by irritability. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included technical troubleshooting and user education completed by support. Investigation of this case revealed a cgm pairing failure and an expired or inactive glucose data run that prevented automated dosing. It was concluded that the event was attributable to unavailable cgm data due to pairing failure and the user not starting a new sensor, resulting in suspension of automated insulin delivery and subsequent hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.